Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive and illegible. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer reverted to using multiple daily injections as a backup therapy,